Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The tissue pad was worn out because the seal and cut output was performed with the grasping section closed without gripping the tissue (including after the tissue had been cut). 2. As the tissue pad wore out, the non-insulated part came into contact with the probe, causing an error and preventing the device from operating. It also left scratches (contact marks). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited severe pad wear. There was no patient involvement.